Manufacturer narrative:
The customer¿s report that the valve was leaking was not confirmed. Visual inspection of the suspect valve showed no obvious damages or issues. Functional testing and pressure testing resulted in no leaking or occlusion. The root cause of the reported leak was not determined.

Event description:
The customer reported that the needle free valve was found leaking from the seam at the proximal end where the base attaches to the rest of the housing encapsulating the gland. Upon placing it onto the new PICC line, it was noticed that blood was backing up; the nurse had difficulty flushing the line and noted the valve was leaking. There was no report of patient harm.